Event description:
Device malfunction: premature deployment, out of anatomy. Symptoms/ae: none. Time of event: after unpacking and before use. Outcome: no pt involvement. It was reported that after unpacking, it was noticed that the outer sheath of the system was already pulled back, so that the distal end of the stent was already deployed. There was no pt consequence. No additional information is available.

Manufacturer narrative:
Evaluation summary: qa analysis of the returned unit revealed that the rx acculink catheter was returned with no visible blood or contrast. The stylet was not returned. The stent was partially deployed 4.0 mm. The tip was detached from the catheter and not returned. The inner member/guidewire lumen was intact and not detached. There was a bend in the hypotube 1.0 mm distal to the strain relief tubing. There was no other damage noted to the catheter. The handle was in the locked position. The handle slider was in the distal position. Quality engineering has reviewed the incident information and the analysis of the returned device. It was reported that the catheter was returned with no visible blood or contrast and the handle was intact. The stylet was not returned and the stent was partially deployed. The tip was detached from the catheter and not returned. No other significant damage was noticed on the catheter. Quality engineering suggests that it is possible that during the stylet removal, the stent holder may have pushed back while the tip and stylet were being pulled forward, which caused the stent holder to partially retract and expose the distal end of the stent. During mfg, catheters are 100% inspected for anomalies before being packaged. Engineering suggests that the event may be related to operational context in which the device was utilized. Quality engineering was unable to determine a specific root cause; however, it does not appear to be related to a product quality issue. This MDR is considered closed by the qa department.